Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: g2 (remove health care professional) additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, it is likely the reported issue " image disappeared during angulation" occurred due to stress that was applied to the charged coupled device, which caused the electric circuit to break at the distal end. The event can be prevented by following the instructions for use which state: IFU (operation manual) states the following troubleshooting at abnormality during procedure. Chapter 5 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope exhibited a black screen/no image when angulating. There was no patient involved.